Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported facility had one case of short dimetic cir this week, mainly because when the guidewire was pushed halfway through use, it could not be sent in or pulled out. No other information was provided.

Event description:
It was reported facility had one case of short dimetic cir this week, mainly because when the guidewire was pushed halfway through use, it could not be sent in or pulled out. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the guidewire becoming stuck within the needle was inconclusive due to the sample condition. A photograph of the implicated pink hub introducer needle and j-tip guidewire were returned for evaluation. The guidewire was inlaid within the needle with a section of the j-tip protruding from the needle bevel. Small amounts of residual material were noted on the wire and needle, indicating clinical use. No kinks or breaks were noted in the wire. The compatibility between the needle and guidewire could not be functionally tested without the physical sample; therefore, this complaint could not be independently confirmed. This complaint will be recorded for future trending and monitoring purposes.